Event description:
It was reported that the customer had bent cannulas and did not receive no delivery alarms when they had the bent cannulas. Customer stated that she gave herself multiple boluses of 7, 8, or 9 units during this time frame, more than should be required for the no delivery alarms. Customer's blood glucose level was 553 mg/dl. Customer was assisted in performing the high pressure test. Customer stated that the pump did alarm. Customer was assisted in resetting fixed prime to the correct amount. Customer was advised to monitor the pump. Customer understands that the issue was caused by a lack of sufficient back pressure to trigger the alarm. Customer will call back if issues recur. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).